Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated the previous existing surgical valve was non-medtronic valve in which this trans catheter valve had been implanted within. The existing valve-in-valve implant may have been a contributing factor in the elevated gradient. A transcatheter valve-in-valve was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 8 years 2 months following the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, stenosis with a high gradient was noted. Possible left atrial appendage (laa) thrombus vs inadequate contrast filling was observed on echocardiogram. The patient is being evaluated for a non-medtronic valve implant. No treatment was reported. No additional adverse patient effects were reported.